Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. However, unit had motor error alarms during occlusion test due to faulty force sensor. Motor passed the motor test.

Event description:
It was reported that the customer was hospitalized due to unexplained high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was 521 mg/dl. Nothing further was reported.